Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during drain 6 of 7. The home patient (hp) disconnected to use the restroom and dropped the line on the floor. The baxter technical service representative (tsr) helped the hp end therapy. The hp stated he would contact his nurse regarding missed therapy. No patient injury or medical intervention was reported at the time of the initial call. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation.a follow up medwatch report will be subnitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the check patient line alarm was undetermined. However, a labeling review was completed and found to be adequate for the use error related to the patient dropping the patient line on the floor. The reported issue was resolved over the phone. A batch review was not performed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.